Event description:
It wasreported that the target lesion was located in the bifurcation between the posterior descending (pd) and the atrioventricular. After engaging the guiding catheter, the bmw guide wire was delivered to the pd, but it didn't cross. When the bmw was removed from the patient, the tip was found damaged. Another company's guide wire was used instead, and the procedure was completed.